Event description:
It was reported there was possible t wave oversensing by the atrial lead. Follow up was attempted and information received indicated the patient is deceased and died approximately three weeks after the lead inquiry. A cause of death was requested and not received. No further information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction and is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(6) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the lead has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore, being submitted as a 30-day report. Product ID: 5076 implanted, (B)(6) 2007; product ID: 5568 implanted, (B)(6) 2007. (B)(4).